Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the side branch was 90% occluded during the procedure. Timi iii flow was present post procedure.

Event description:
It was further reported that the 2.75x28mm taxus liberte study stent in target lesion one resulted in the slow/no reflow event. The stent was post dilated with a non-compliant balloon and the event resolved.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as MFR report #: 2134265-2010-02245, -02249. (B)(4) study. It was reported that following a coronary artery drug eluting stenting treatment procedure the patient had slow flow and no reflow. The index procedure treated three target lesions. Target lesion one was located in the distal lad (left anterior descending) with 90% stenosis and measured 2.5x20mm. Target lesion one was treated with pre-dilation, placement of a 2.75x28mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Target lesion two was located in the mid lad with 100% stenosis and measured 2.5x24mm long. Target lesion two was treated with pre-dilation, placement of a 2.75x32mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Target lesion three was located in the proximal lad with 80% stenosis and measuring 3.5x10mm. Target lesion three was treated with pre-dilation, placement of a 3.50x16mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Following deployment of an unspecified stent, the patient was found to have slow flow and no reflow. The patient was discharged one day post procedure on asa and prasugrel.